Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04295). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that upon review of remote transmissions, premature battery depletion was observed. The battery data showed an excessive drop in longevity since last transmission 3 months prior. Subsequently, the device reached eri, and was explanted and replaced. The patient was fine post-procedure.